Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the data provided. The water lines, robe wash, transducer and complete substrate rate line were decontaminated. The pipetting positions were confirmed as acceptable and the probes were replaced. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Five discordant human chorionic gonadotropin results were obtained on an immulite 2000 xpi. The results were not reported. The sample was repeated five times on the same instrument. The final repeat result was reported, as the corrected result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated and depressed human chorionic gonadotropin results.